Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was done in order for poly knee insert to be replaced. Per surgeon the patient fell and heard a pop and became unstable. Upon xray, surgeon could see that poly was out of place. It was reported that upon removing existing poly, surgeon noted either bone or cement in the dovetail locking mechanism. Initial implantation done by the same surgeon at the same facility.